Event description:
It was reported the pt is no longer receiving left side stimulation due to his scs lead migrating which is thought to have occurred when the pt was being treated for a heart attack (reference MFR report: 1627487-2013-1354). Follow-up identified surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.